Event description:
Home patient (hp) reports two separate occurrances in which the pt line of homechoice set was not priming completely. Hp was able to prime line after several reprime attempts the first night; the second night, hp noted she ended treatment early. Hp rptd shoulder pain due to excess air. Per hp, there was no pt injury or medical intervention as a result of incident.